Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for an implant. It was observed that when the lead was tested through a pacing system analyzer (psa), constant noise and high impedance was observed. The psa cables were changed but the same issue was observed. The lead was not installed but was replaced. The patient was stable.